Manufacturer narrative:
The pump and two catheters were returned for evaluation. We performed a visual inspection to determine if the catheter had been broken. A small segment of one of the catheter was missing. The other catheter was complete in length. Both catheters were still inserted into the a200 infusion pump. Since the physician instructed the patient to remove the catheters and the patient was able to remove one without incident, we can't determine if the catheter was wrapped around, or caught on something in the surgery site. Physician's are instructed to have the patient's return to their office for removal of the catheters. Since the patient continued to pull on the catheter, even after she met resistance, we believe that this may have been prevented by having the physician remove the catheter.

Event description:
The patient had an abdominal plasty. For pain management post surgery, two ac20f infusion catheters were inserted into the surgery site and attached to an a200 infusion pump. The patient was instructed by the physician to remove the catheters after the infusion pump had emptied. Three days post-op, the patient went to remove the catheters. One of the two catheters came out without any problems. The other catheter resisted and when the patient continued to pull, it broke. The patient then went into the physician's office to verify that the catheter had broken off. The patient underwent a secondary surgery to remove the piece of catheter in 2007. The physician was able to locate and remove the piece.